Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an cataract surgery with intraocular lens (iol) implant procedure, the patient's appearance was poor. The iol was explanted in the secondary implant procedure. Additional information has been requested and received by stating, the iol was explanted and exchanged with an same model of monofocal company lens in the secondary implant procedure.